Event description:
The pt stated that she was routinely checking her infusion device before bed in 2007 and found that her infusion tubing had separated near the luer connection. She stated that the tubing seemed to be "weak" when she initially pulled it out of the packaging. The pt immediately changed her infusion set and she did not experience any physiological effects. The pt did not require assistance from a healthcare professional or second party to address the issue. Product replaced and requested to be returned for eval.